Event description:
It was reported that review of the 1/29 presenting electrogram (egm) revealed oversensed noise with less than two seconds of pacing inhibition on the right ventricular (rv) lead. Additionally, rv pace impedance trends showed measurements that fluctuated between 1,000 to 1,600 ohms. Technical services (ts) reviewed troubleshooting options, programming considerations, and possible causes. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).